Manufacturer narrative:
Part number # 124-80 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. See scanned page.

Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The caller could not confirm but indicated that it may have been related to a pinhole in the cuff. The end clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.